Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter mushroomed upon removal. The complainant alleged that the catheter was placed suprapubically. It was also noted that the patient experienced self limited bleeding. The complainant stated that catheter was removed by the doctor due to the nurses' difficulty. The catheter was replaced without further incident.

Manufacturer narrative:
The device was not returned for evaluation. The product family for this silicone catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the catheter mushroomed upon removal. The complainant alleged that the catheter was placed suprapubically. It was also noted that the patient experienced self limited bleeding. The complainant stated that catheter was removed by the doctor due to the nurses' difficulty. The catheter was replaced without further incident.